Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited increased pacing threshold measurements at the routine follow-up. Sensing and impedance measurements remained stable. The physician believed the increase in thresholds was due to a microdislodgement of the lv lead, but did not feel an x-ray was necessary. The lv pacing outputs were increased and the patient will be seen again in three months. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service without further complications. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.